Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section 11 from the initial report. This report was deemed not reportable therefore should not have been reported.

Event description:
Terumo medical received reported information that a 6 french (fr) angio-seal device was deployed following a left heart catheterization procedure in which a 6 fr sheath was used. As the angio-seal device was pulled back to cinch the knot, the suture broke at the very proximal end of the device. The collagen was fully compacted prior to the suture breaking, as the black marker was visible above the tamp tube. The closure was ultimately successful, and there was no negative effect to the patient. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available for return; therefore, an evaluation could not be conducted. As a result, the complaint could not be confirmed, and the exact root cause could not be determined. A review of the device history record (DHR) confirmed that the device was in a conforming state when released from terumo medical control. There is no indication that any manufacturing, design, or quality system issues contributed to this event. Currently, no corrective action is recommended, as the risk evaluation remains within the predetermined limits outlined in the failure modes and effects analysis (fmea).